Event description:
Pump #1 was reported to overinfuse during a primary infusion of an unknown fluid. The pump was set to deliver at a rate of 250ml/hr, but it delivered much faster per the clinician. No medical intervention was required and no pt injury resulted.